Event description:
Customer reported that her sensor was not working correctly and was not able to calibrate. Customer stated when she was removing her sensor the needle cannula got damaged under her skin. Advised to attempt to remove the remaining of the cannula, or seek medical attention to removed it. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be return for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Inspected one opened and used sensor. Performed bicarbonate buffer test. Sensor passed per specification with accurate readings.